Event description:
A diamondback coronary orbital atherectomy device (oad) was used for treatment of a lesion in the ostial right coronary artery (rca). The lesion was 99% occluded. The patient experienced bradycardia with sedation; a temporary pacer was placed. Glideassist was used to advance the crown past the lesion. Following two low-speed, distal-to-proximal treatments, the patient's pressures decreased. Imaging verified there was not a perforation. A third treatment was performed, and the patient became unresponsive. The oad was removed, and cardiopulmonary CPR was initiated. After about ten minutes CPR and intubation, the patient's pulse returned. The procedure was finished with angioplasty and stent placement. An impella was also placed, and the patient had a pressure of 60/40 at the conclusion of the procedure. In the opinion of the physician, the cause of the event was low ef, occlusion of the rca, and the heart wasn't strong enough to support the temporary blockage during pci. The patient later expired.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The cause of death was requested but could not be provided by the contact at the facility. It is currently unknown whether the csi device contributed to the patient's death.. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used for treatment of a lesion in the ostial right coronary artery (rca). The lesion was 99% occluded. The patient experienced bradycardia with sedation; a temporary pacer was placed. Glideassist was used to advance the crown past the lesion. Following two low-speed, distal-to-proximal treatments, the patient's pressures decreased. Imaging verified there was not a perforation. A third treatment was performed, and the patient became unresponsive. The oad was removed, and cardiopulmonary CPR was initiated. After about ten minutes CPR and intubation, the patient's pulse returned. The procedure was finished with angioplasty and stent placement. An impella was also placed, and the patient had a pressure of 60/40 at the conclusion of the procedure. In the opinion of the physician, the cause of the event was low ef, occlusion of the rca, and the heart wasn't strong enough to support the temporary blockage during pci. The patient later expired.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The cause of death was requested but could not be provided by the contact at the facility. It is currently unknown whether the csi device contributed to the patient's death. (B)(4).